Manufacturer narrative:
Battery was replaced and meter was functioning normally. Additional testing was performed to make sure readings were correct. To do this, resistor strips were used to produced low, medium, and hi readings. All readings came in within range.

Event description:
Does not always power on.

Event description:
Does not always power on.